Manufacturer narrative:
Correction to blocks b5 and h6 - the correct procedure date in the event description should be on (B)(6) 2007. Also, the event of position problem was coded to capture the previously implanted sling that was noted lying under the urethral meatus, and was twisted and quite tight in appearance. Block b3: the exact event onset date is unknown. The provided event date on (B)(6) 2018 was chosen as a best estimate based on the date of the revision surgery. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Revision surgery was performed by: dr. (B)(6). Block h6: patient code e2328 and impact code f19, capture the reportable events of bladder outlet obstruction and additional surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation the patient was implanted with a lynx suprapubic mid-urethral sling device during a total laparoscopic hysterectomy and transvaginal tape with cystoscopy procedure performed on (B)(6) 2007 due to menometrorrhagia, anemia and stress urinary incontinence. Reportedly, patient has a history of previous cesarean sections with a septate uterus. On (B)(6) 2018, patient underwent lysis of mid-urethral sling, placement of altis midurethral sling and intraoperative cystourethroscopy procedure due to stress urinary incontinence and bladder outlet obstruction. During the procedure, previously implanted sling was noted lying under the urethral meatus and was twisted and quite tight in appearance.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date of the revision surgery. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation the patient was implanted with a lynx suprapubic mid-urethral sling device during a total laparoscopic hysterectomy and transvaginal tape with cystoscopy procedure performed on (B)(6) 2017 due to menometrorrhagia, anemia and stress urinary incontinence. Reportedly, patient has a history of previous cesarean sections with a septate uterus. On (B)(6) 2018, patient underwent lysis of mid-urethral sling, placement of altis midurethral sling and intraoperative cystourethroscopy procedure due to stress urinary incontinence and bladder outlet obstruction. During the procedure, previously implanted sling was noted lying under the urethral meatus and was twisted and quite tight in appearance.